Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report that he was hospitalized due to low blood glucose levels after giving himself 450 units of unwanted insulin. The customer's blood glucose reading was 88 mg/dl at the time of admission. Found that the customer was connected to the infusion set while he performed the manual prime. Nothing further was reported.